Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is provided.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of unconsciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. At 830 pm, the patient stated that the cgm was displaying 99 mg/dl; however, he mentioned his bg was much lower (a finger stick was not performed) and passed out. The patient indicated that upon passing out, he fell and cut his head. The patient's wife drove the patient to the emergency room (ER) at 9:30 pm for the cut on his head. The patient did not wish to provide further event details. At the time of contact, the patient was doing good. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.